Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun. Products with multiple product ID and lot numbers were used in the procedure: product ID lot no 5484800, sv11g001 (x1); 5484800, sv12a048 (x1); 5484859, rs11k013 (x2); 5484859, rs12c002 (x2); 5484859, rs13c003 (x2); 75753039, sa09j070 (x2); 75753049, ot11f041 (x1); 75573049, sa09k064l (x1); 5484902, em12j032 ( x1); 5484902, em12j033 (x2); 5484902, em13c003 (x2); 5484902, em13f008 (x3); 7578301, em13g003 (x1); 7578301, em15g033 (x7).

Event description:
It was reported that on (B)(6) 2015: for the patient with the fractures in the first lumbar vertebra and the fifth lumbar vertebra, posterior lumbar spinal fusion covering from the twelfth thoracic vertebra to the second lumbar vertebra was performed using medical devices (spinal screws, etc.) And that covering from the third to fifth lumbar vertebras using medical devices (spinal screws, etc.) Was performed. The relevant medical devices (rod inserter. Etc.) Were used for these surgery. Perioperative: when a spinal rod in the left side of the third and fifth lumbar vertebras was inserted, a nut was fixed in the condition that the rod did not pass through the head of the spinal screw in the fifth lumbar vertebra. The nut of the spinal screw in the fifth lumbar vertebra was removed after about 2 cm skin incision was performed, and then it was fixed again after the spinal rod was installed to the head of the spinal screw using a rod holder. Additional time was consumed when the spinal rod was inserted because the rod insider interfered with the spinal rod fixed in the third lumbar vertebra when the right-side spinal rod between the twelfth thoracic vertebra and the second lumbar vertebra was inserted from the caudal part of the body, and then strong resistance occurred when the spinal rod was inserted into the head of the spinal screw with a sequential reducer. Also, when the spinal rod was set into the head, an extender which was fixed at the twelfth thoracic vertebra was disengaged. When an ha cap made by different manufacturer was implanted over a k wire, the ha cap deviated outward and operator was forced to do it another four to five times. Surgery time extended for about two hours by above-mentioned troubles and so on. Spinal alignment was finally achieved without a problem, and the surgery was finished.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.